Manufacturer narrative:
A philips authorized service provider (asp) went onsite and replaced the power management (pm) printed circuit board assembly (pcba) to resolve the issue. The device was operational after repairs were completed.

Event description:
Philips received a complaint from customer biomed reporting a v60 ventilator alarmed with a check vent backup alarm failed error when in high flow therapy (hft) mode. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with biomed and confirmed error code 1104 (primary alarm failed) in diagnostic event log. Onsite service by a field service engineer is required to evaluate and repair the device.